Manufacturer narrative:
This report is submitted on september 14, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced infection at the abutment site. The patient was treated with oral and topical antibiotics (date and duration not reported) and the site was debrided; however the issue could not be resolved. Subsequently, the abutment was removed.